Event description:
The customer reported an issue with a cartridge that leaked insulin. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and successfully resumed insulin therapy, and technical support arranged for a cartridge return.